Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks after implant the right ventricular (rv) lead had dislodged and pulled back into the atrium. It was noted the patient's kick boxing working out was suspected. It was also though the helix was damaged when the lead pulled back. The helix was able to be retracted, but then would not extend again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst not ed the quattro helix does not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.